Event description:
This report captures the intra-op events, where the locking screw head was stripped and could not be rotated, while related complaint (B)(4) captures the post-op removal surgery due to necrosis of the femoral head. Concomitant devices: antirotation screw for femoral neck system 85mm length - sterile (part # 04.168.485s, lot # l694645, quantity: 1); bolt f/fem neck syst f/construct length (part # 04.168.285s; l806808, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
04/16/2019: modified event description: it was reported that during removal of a femoral nail system (fns) implants on (B)(6) 2019, a locking screw self-tapping could not be rotated upon removal on the fns plate using an unknown screwdriver. The surgeon tried to rotate the screw by force that resulted in the screw head being stripped. The surgeon shaved the bone around the screw and finally succeeded in removing the screw. The surgeon then proceeded with the bipolar hemiarthroplasty (bha) procedure and placed an unknown side plate for support. There was a forty-five (45) minutes surgical delay reported. There was no adverse consequence to the patient. Surgical outcome was unknown. Concomitant devices reported: antirotation screw for femoral neck system 85mm length - sterile (part # 04.168.485s, lot # l694645, quantity: 1); bolt f/fem neck syst f/construct length (part # 04.168.285s; l806808, quantity: 1) . This complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during removal of a femoral nail system (fns) implants on (B)(6) 2019, an unknown locking screw could not be rotated upon removal on the fns plate. The surgeon tried to rotate the screw by force that resulted in the screw head to be stripped. The surgeon shaved the bone around the screw and finally succeeded in removing the screw. The surgeon then proceeded with the bipolar hemiarthroplasty (bha) procedure and placed an unknown side plate for support. There was a forty-five (45) minutes surgical delay reported. There was no adverse consequence to the patient. Surgical outcome was unknown. Concomitant device reported: plate for femoral neck system (part # 04.168.000s, lot# number unknown, quantity 1) and unknown screwdriver (part# number, lot# number, quantity 1). This report is for one (1) unknown screwdriver shaft. This is report 3 of 3 for (B)(4).